Event description:
It was reported by a consumer that after a coronary artery drug eluting stenting treatment procedure, multiple adverse events occurred. The patient had an unspecified taxus express2 drug eluting stent (des) placed in an unspecified vessel, approximately three months prior to the date of this report. The patient reported that she immediately began to experience chest pain, when she pressed on her chest, increased blood pressure - "up in the 200's in which she needs to take 10 different medications to treat", flatulence, muscle and nerve pain in legs, knees and back when standing, upper abdominal swelling, nausea and vomiting, fever, increase in cholesterol - "went from 180 in june to 235 in september", breathing problems and shortness of breath especially when she walks around, and itchy read rash on her body and an "infection around the heart". The patient stated, that she has used gas-x to treat the gastrointestinal symptoms with some improvement. Several attempts for follow-up have been made to the patient's primary care doctor, but no additional information has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.